Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) level of 178 mg/dl. Supply changes were performed to address the occlusion alarms. System check could not be performed as the occlusion occurred in the past.